Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that daughter had excessive no delivery alarm. Customer's blood glucose at time of incident was 588 mg/dl. The customer was treated with shot once blood glucose was over 600 mg/dl. The customer was unable to troubleshoot due to past event. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer's mother reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was vomiting this morning and dad had to pick her up from school and take her to the hospital. The customer cause of emergency room visit was the pump malfunctioned. Customer is still in hospital. Customer was wearing the pump at the time of emergency room visit. The customer was advised the 2 high blood glucose rule.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.